Manufacturer narrative:
No samples were received, for analysis of this complaint. The device history record of reported lot number#: 4342658 was reviewed. And it was confirmed, that no non-conformities were reported, during production. The quality inspection forms were reviewed. And it was observed, that no defects were found and the lot was released. Without the return of the samples, a comprehensive failure investigation cannot be performed. And a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported, that the product could not be vented. Per reporter, the issue occurred, before use. And the product was rendered unusable, due to contamination. There was no patient involvement.